Event description:
It was reported during an unknown procedure on an unknown date the ez35w "failed". This occurred sometime between july to october 1996 and was reported to the sales representative on 10/15/96. There was no consequence to the pt. The instrument was not saved but the tyvek lid was.